Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report and the attached spreadsheet. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a product serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience. European society of cardiology. 2018; 20(11):1827-1832. Doi:10.1093/europace/euy044. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding phrenic nerve palsy post laser-assisted transvenous lead extraction in a single center. Out of 255 laser lead extractions, a total of five (5) patients presented phrenic nerve palsy. In the first case, the patient experienced atypical chest pain or discomfort and phrenic nerve palsy was confirmed 2 weeks post extraction. The symptoms gradually improved and had disappeared within 3-6 months without treatment. In another case, the lead required extraction due to undefined malfunction. Within 24 hours of lead extraction, the patient experienced exertional dyspnea and hemidiaphragm paralysis. The symptoms were resolved within three (3) months with inspiratory muscle training. In the final case, the lead required extraction due to an undefined malfunction. Immediately after lead extraction, the patient experienced acute dyspnea. The patient was treated with a combination of inspiratory muscle training and non-invasive ventilatory support. However, the patient remained symptomatic with function new york heart association class iii. Thus, the patient was being considered for possible surgical plication. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.